Event description:
Incident reported as: 3 appliers used. Each one functioned 1 out of 7. The clips do not load. Not reliable when there is an urgency for bleeding. There was no adverse pt outcome reported. In auditing this file in 2008, it was determined an MDR should have been filed.

Manufacturer narrative:
MFR will monitor this issue through trending. The device had been received, but was contaminated and an evaluation on this sample could not be done. The device has been returned, but was contaminated and no evaluation was done. No conclusion can be drawn. Based on the investigation performed to identify a root cause in the mfg process, packaging process, materials, equipment, manpower, method, measurement, it is concluded there is not enough elements to establish a root cause, in consequence no corrective action was initiated. If uncontaminated samples become available, further investigation will be completed.